Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. Customer stated that it varies what buttons work. The customer stated that there is no significant events leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan.